Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation the faradrive steerable sheath dilator was wet, and physician attempted to insert dilator into sheath. Dilator wouldn't fit into sheath. Physician pushed dilator through sheath valve despite resistance and felt a pop. It was assumed that the valve was breached. The sheath was replaced, and the procedure was completed successfully. The device has been returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The sheath was leak tested and passed. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub. An attempt to verify if the defective area leaks by pressurizing the flush lumen line with deionized water was acceptable as the pressurized flush lumen did not cause the tear to leak. Additionally, the inspection of the hemostatic valves did not find any defects. To evaluate for the difficulty of dilator insertion, an attempt to insert the returned dilator into the faradrive was unsuccessful as the dilator could not be inserted beyond the distal tip of the dilator. After withdrawal, damage was seen on the dilator. Measurement of the proximal end of the shaft found the inner diameter of the shaft to fit up to a 0.167" pin gage and could not fit a 0.168" pin gage. The outer diameter of the dilator tip was measured to be 0.170". These dimensions indicate the inner diameter to be out-of-specification. The inner diameter was inspected under microscope and found excess material around the rim of the shaft inside the valve hub. Inspection of dilator confirmed the damage on the dilator surface.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation the faradrive steerable sheath dilator was wet, and physician attempted to insert dilator into sheath. Dilator wouldn't fit into sheath. Physician pushed dilator through sheath valve despite resistance and felt a pop. It was assumed that the valve was breached. The sheath was replaced, and the procedure was completed successfully. The device has been returned for analysis.